Manufacturer narrative:
The technician replaced the missing latch springs to repair the bed.

Event description:
Information received indicates the left head and foot siderails are not staying up and locked.